Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe due to error u-02. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and the reported problem was able to be confirmed using artemis; u-02 error was found. Upon visual inspection there was an issue found that would be related to the reported event. The erbe was tested using a da vinci system, the unit displayed error u-02 on start and it was stuck on the intuitive splash screen. U-02 condition prevented access to erbe logs. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that the root cause of the reported event could not be determined.

Event description:
It was reported that prior to the start of a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer encountered an error u-02 on the integrated electrosurgical unit erbe with an activation interrupted message. The technical support engineer (tse) confirmed the reported error in the system logs. The tse then walked the customer through disconnection the erbe power cable and reseating it after two minutes, the error persisted afterwards. The customer stated that they were replacing the vision side cart for the case. The procedure was aborted to another dv system with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.